Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed but not replicated. The fse reviewed the system logs and confirmed error 23007 occurred on the event date as well as a couple of advisories 23003. The fse went into site and performed system test and checks, and they confirmed the system met the required metrics. The system was tested and verified as ready for use. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-site testing.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, universal surgical manipulator (usm) 4 had a recoverable error and disabled the arm. Site performed a hard power cycle, the system is back up error free and they're continuing on with the procedure. The procedure was completed with no reported injury.